Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 130 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump had a slight moisture damage was found at keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).